Manufacturer narrative:
The involved device has not been returned as of this time. Consequently, the investigation was limited to a review of info provided by user facility, retention sample condition and mfg quality records. The uf medwatch report was received from FDA. The user facility did not report this event to the MFR. Please note that this MFR. Medwatch report is being submitted as a response to the uf report. Retention sample from the reported lot was evaluated and confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that the reported kink in the catheter tubing was related to a device defect or malfunction. The device labeling does address the potential for this type of situation in the instructions for use, which states, "carefully open the sterile pouch and gently remove the catheter from the package. Do not use if the catheter has been damaged or any other anomaly is observed." All available info has been placed on file in qa for appropriate tracking, trending, and follow up.